Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 12apr2019, date of report : 25jul2019. Philips service engineer confirmed the central processing unit board is defective. Unit still at the repair bench for repair work to be completed. Once completed, paperwork will be sent. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 05feb2020. B4: 07feb2020. The central processing unit(cpu) printed circuit board assembly (pcba) was returned to the manufacturer for failure investigation (fi). The returned cpu pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 16dec2019. Report date: 16dec2019. The philips service engineer (fse) replaced the central processing unit printed circuit board assembly (cpu pcba) to correct the reported failure air delivery test failed , the fse performed the required testing the unit successfully passed all testing and was returned to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 21jan2019. Serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the air delivery test failed. There was no patient or user harm reported. The event date was not specified; estimate used.